Event description:
This unsolicited device case from united states was received on april 22, 2015 from a physician. This case is cross referenced with case ids (B)(4) (cluster). This case concerns a pt (demographics not provided) who experienced pseudoseptic reaction after receiving treatment with synvisc one injection. The pt's past drugs, medical history concurrent condition and concomitant medication were not reported. On an unk date, the pt received treatment with intra-articular synvisc one injection (batch/lot number: q1411; dose, frequency, indication and expiration date: not provided) into an unspecified location. On an unk date, after unk latency, the pt experienced pseudoseptic reaction. Action taken: unk. Corrective treatment: not reported. Outcome; unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.